Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, as the malfunction code was not resettable. The customer, who was not from canada, was informed about the steps to take upon receiving the new pump, which will have updated software. The customer did not have a backup therapy available and was advised to contact a healthcare provider. They were provided instructions for putting the old pump into storage mode and agreed to return it using the provided packaging.